Manufacturer narrative:
Stryker device is not available.

Event description:
It was reported that during the procedure, the retriever (subject device) was stuck in a previously placed carotid stent and it couldn't be withdrawn. The subject retriever could not be removed from the patient's anatomy and was left inside the patient after cutting the delivery wire at the puncture site. The procedure was not completed successfully and the patient passed away. It is not clear if the subject device was the cause of death. No other information is available at this time.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, continuous flush was maintained, a microcatheter was used in the case, and the physician believes the subject retriever got stuck in a previously placed carotid stent (non-stryker device) that was used to gain access to the distal clot. According to the physician, the patient's death post procedure was not due to the subject retriever. Based on the information provided, it is most likely that the subject retriever snagged onto the previously placed carotid stent and as a result, it could not be removed from the patient and had to be cut at the puncture site. An assignable cause of procedural factors will be assigned to this complaint since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, the retriever (subject device) was stuck in a previously placed carotid stent and it couldn't be withdrawn. The subject retriever could not be removed from the patient's anatomy and was left inside the patient after cutting the delivery wire at the puncture site. The procedure was not completed successfully and the patient passed away. It was confirmed that the subject device was not the cause of patient's death. No other information is available at this time.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, continuous flush was maintained, a microcatheter was used in the case, and the physician believes the subject retriever got stuck in a previously placed carotid artery stent. While it is possible that the device may have snagged onto a previously placed stent, this could not be confirmed nor definitively determined. In addition, the cause of the patient's death is unclear at this time and cannot be conclusively linked to the reported event. Because review of all available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the as reported events and patient death.

Event description:
It was reported that during the procedure, the retriever (subject device) was stuck in a previously placed carotid stent and it couldn't be withdrawn. The subject retriever could not be removed from the patient's anatomy and was left inside the patient after cutting the delivery wire at the puncture site. The procedure was not completed successfully and the patient passed away. It is not clear if the subject device was the cause of death. No other information is available at this time.